Event description:
A sentrant sheath was selected as an accessory used in the endovascular treatment of a patient. It was reported that the physician had difficulties when advancing the device through the femoral and iliac artery. It was noted that when finally, advanced, the guidewire was lost and withdrawal of the sheath was necessary. During withdrawal the femoral artery intima was caught and damaged. The event was resolved with the repair of the artery on the same date. It was reported that there was no allegation against the sheath with regard to identity, quality, durability, reliability, safety, effectiveness or performance. As per the physician the cause of the event was anatomy related since the femoral artery was relatively small. No additional clinical sequelae were reported and the patient is fine.